Event description:
It was reported during the trial procedure there was a csf leak that occurred. The physician had not confirmed a csf leak was present, but decided to perform a blood patch. It was reported the patient had not experienced any symptoms postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.